Event description:
A patient was injected with cosmoplast in the nasolabial lines in mar-2003 and developed erythema, slight swelling, and itching after 72 hours. Six days later the physician prescribed a medrol dose pack. The patient reported that the symptoms started to resolve prior to taking the medrol dose pack. The reported symptoms resolved as of apr-2003, with slight hyperpigmentation resolving as of 16 days later. The physician diagnosed local non-immune treatment response.